Event description:
It was reported that; 2 cages broke up while being implanted.

Manufacturer narrative:
Lot# kkv; visual inspection; device history review; complaint history review; risk assessment. The returned device was confirmed to be fractured. Upon device history review, all manufactured units met specification. No relevant manufacturing issues found. The exact root cause could not be determined.

Event description:
It was reported that; 2 cages broke up while being implanted.